Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels reaching 496 mg/dl. During troubleshooting with tandem technical support, it was noted that the pump time had been inaccurate. Tandem technical support reviewed pump data and confirmed the inaccurate time. The customer adjusted the pump time to be accurate. Customer addressed bg levels with boluses and manual injections.